Manufacturer narrative:
The device was returned due to deformation. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 38 mm amplatzer septal occluder was chosen for an implant procedure. When the device was deployed, it was mis-shaped. The device was resheathed and deployed again but the deformation issue persisted. The device was removed from the patient and cleaned which caused it to returned to its intended shape. The physician decided not to proceed with the procedure due to not having another device to complete the procedure and due to the large size of the atrial septal defect (asd), the patient was referred to cardiovascular surgeon for asd surgery.